Event description:
It was reported that the intra-aortic balloon (iab) was inserted in 2008, while the pt was in the cath lab. Three days later, blood was seen in the helium drive tube "the first few centimeters from the bifurcation". The iab was removed and another iab was not inserted. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.